Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported noise could not be conclusively determined. (B)(4).

Event description:
During a routine follow-up, episodes of noise were seen on the atrial channel. Lead damage was suspected so the device was explanted and replaced. The patient condition is good.